Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected and functionally tested. The reported condition of the f-38 alarm was confirmed. The root cause was determined to be damage to the force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced onsite by a baxter field service technician and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.